Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient was restless and fighting staff. Line pulled and snapped off close to hub." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached extension leg was confirmed. One 5fr d/l powerpicc was returned for investigation. The catheter exhibited evidence of use. The extension leg with the purple luer adaptor was received separate from the molded bifurcation. Necking or narrowing of the extension leg was observed in the distal 0.4¿ of the tubing, which was longer than the depth of the hole in the molded bifurcation. The observations during the sample analysis indicate that the tubing was stretched before it separated from the remainder of the catheter. It was reported that the patient was restless and fighting staff when the line was pulled and separated from the molded hub. No damage associated with the manufacturing process was observed on the returned sample. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "patient was restless and fighting staff. Line pulled and snapped off close to hub." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reft2338 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "patient was restless and fighting staff. Line pulled and snapped off close to hub." No other information was provided.